Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, to review possible causes of ap waveform artifact. The artifact appears on the fo ap waveform on the cardiosave and the transduced ap waveform that is on the bedside monitor. The patient was involved but no harm or injury reported.

Manufacturer narrative:
Corrected fields are b5, h6 medical device problem code, component code. Updated fields are b4, g3, g6, h2, h6 investigation findings, investigation conclusion and h11. The esp personnel reviewed possible causes and suggested a chest xray to verify placement. Dr. Suen is pleased with the discussion and agrees to get a chest xray. She stated she was not worried about the artifact but wanted a review to make sure she was not missing something. She thanks for the discussion and takes esp personnel direct number to call again if necessary. No harm reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, to review possible causes of ap waveform artifact. The artifact appears on the fo ap waveform on the cardiosave and the transduced ap waveform that is on the bedside monitor. The esp personnel had reviewed possible causes and suggested a chest x-ray to verify placement. User was pleased with the discussion and agreed to get a chest x-ray. User stated that they were not worried about the artifact but wanted a review to make sure of not missing something. User thanked for discussion and ended the call. No harm or injury reported.